Event description:
Customer reported she has been having issues with the sensor readings being inaccurate. Customer stated her sensor glucose was 46 and blood glucose was in the 200 mg/dl range. Customer stated she thinks she was sleeping on the sensor and will follow up with her doctor. Customer declined to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.